Event description:
I developed nasal passage sores and a cyst located under my left nostril that would not heal. A facial plastic surgeon surgically removed the cyst on (B)(6) 2021. I now have a scar under my nose. The painful nasal passage sores healed up when I ceased using the dreamstation CPAP following the surgery. This correlation indicated to me that the CPAP was causing my medical issues. Though I have not used the device for over four months, I continue to have sensitivity and irritation under my nose. Dr. (B)(6) (facial plastic surgeon) submitted a biopsy of my facial cyst (located just under my left nostril) to check for cancer. FDA safety report ID # (B)(4).